Event description:
Procedure: hysterectomy. According to the reporter on wednesday (B)(6) 2014 during a sils approach hysterectomy, the v-loc 180 absorbable reload suture and stitch applicator was used to suture the vault. The first suture was prepared by the surgeon (dr (B)(6)) used and passed through the tissues a few times before it separated from the stitch applicator. This suture was left in the vault area still attached whilst a second suture and applicator was opened and prepared by the surgeon again. This suture also separated from the applicator during use. The surgeon removed one suture from the patient. When the second suture was to be removed it could not be found. Only the suture material was removed and the needle had disappeared. After an extensive search and several xrays only half of the needle could be retrieved from the vault area.

Manufacturer narrative:
(B)(4)